Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the condensate removal module (cmr) in the balloon catheter may have malfunctioned, causing the condensate removal in the catheter to no be able to be done in time. The fse inspected the condensate removal system and fixed it to be able to function normally. The fse then checked that all systems of the unit were normal. The fse tested the units operation and was then able to be used normally.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit has lots of water in the balloon catheter. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.